Manufacturer narrative:
This report is filed january 6, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to migration of the implant body. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).